Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during harvesting of the second leg, the vasoview hemopro endoscopic vessel harvesting system had no power output. The reporter stated that it was working accordingly when used inside the pt's first leg but when they tried to harvest in the second leg, the vasoview hemopro evh sys did not work. The dc extension cable was switched, but the vasoview hemopro evh sys would not power up. The operating room staff opened a new kit to complete the procedure. The event had not been reported immediately because the event took place during the weekend, and the staff had not known to report the incident to the company rep until (B)(6) 2010. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the jaws had some signs of clinical usage, no non conformities and some evidence of blood. Resistance measurements were out of specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations. Based upon the functional test, the reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).